Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch sensor was found loose and not in the home position. A field service engineer installed a new latch sensor, which was verified to be firm in the position required to sense the latch inseparable magnet and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and displayed a message indicating that it was unable to stay closed, even though it was fully closed. The customer reported that they attempted to power the machine off and back on, but this did not resolve the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.